Event description:
It was reported that a needle sftygld 25x5/8 rb separated from the needle during use. The following was reported by the initial reporter: "it was reported that needle detached from base and remained in child's leg. Event description per attached email states: "they went to give the shot and when they pulled out of the leg the needle remained in the child's leg, and detached from the base leaving the needle inside the leg.""

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle sftygld 25x5/8 rb separated from the needle during use. The following was reported by the initial reporter: "it was reported that needle detached from base and remained in child's leg. Event description per attached email states: "they went to give the shot and when they pulled out of the leg the needle remained in the child's leg, and detached from the base leaving the needle inside the leg.""